Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of pulmonary edema, characterized by dyspnea, which warranted hospitalization and a transition to hd. The definitive etiology of the patient¿s pulmonary edema remains unconfirmed; therefore, causality cannot be firmly established. The pdrn stated the serious adverse events were not directly caused by a fresenius device. However, the pdrn reported the events could have been avoided if a replacement cycler was issued to the patient. Pulmonary edema is a well-known potential complication of the esrd process, and causality can often be attributed to several different internal and external factors such as, physiological/cardiac changes, dietary restrictions, mechanical issues, membrane/transport failure. Additionally, a temporal relationship does not exist between the cycler and the patient¿s expiration, as the patient had transitioned to hd therapy approximately five days prior to their passing. The esrd population continues to have significantly higher mortality rates, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler cannot be disassociated from having an indirect role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius device directly caused events. However, based on testimony from the pdrn, the device failure required the patient to perform manual exchanges, which were known to be less effective for the patient. Therefore, the liberty select cycler cannot be excluded from having an indirect role in the patient¿s serious adverse events.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler was hospitalized due to flash pulmonary edema. Additionally, it was reported the patient expired in the intensive care unit (ICU) while hospitalized. During follow-up, the pd registered nurse (pdrn) stated the patient was experiencing liberty select cycler problems from (B)(6) 2023 through (B)(6) 2023. Those cycler issues (which are not directly related to the serious adverse events) were captured separately in a different product complaint record. The cycler issues required the patient to perform manual pd therapy. On (B)(6) 2023, the patient reached out to the pdrn with concerns of not receiving a replacement liberty select cycler, at which point the pdrn contacted fresenius and it was discovered a replacement was denied. The pdrn explained the patient drains poorly while performing manual therapy, and a replacement liberty select cycler was issued. Prior to the liberty select cycler arriving on (B)(6) 2023 the patient became severely short of breath (did not occur during pd therapy) and was admitted to the ICU. Radiological studies determined the patient was experiencing flash pulmonary edema, after which the decision was made to transition the patient to hemodialysis (hd) for rapid fluid removal. The patient¿s hospital course is largely unknown, however the pdrn confirmed the patient expired while in the ICU on (B)(6) 2023. The patient reportedly suffered a cardiac arrest (specifics unknown) and the family decided to remove the patient from life support due to the patient¿s poor prognosis. The patient was not undergoing hd when the cardiac arrest occurred. The pdrn stated the patient¿s pulmonary edema (characterized by shortness of breath) and death were not directly caused by any fresenius product(s). However, the pdrn stated if the patient had promptly received a replacement liberty select cycler, the serious adverse events may never have occurred. The liberty select cycler is expected to be returned to the manufacturer.

Manufacturer narrative:
Additional information: h3 plant investigation: although the cycler was reported to be available for evaluation, to date it has not been received by the manufacturer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler was hospitalized due to flash pulmonary edema. Additionally, it was reported the patient expired in the intensive care unit (ICU) while hospitalized. During follow-up, the pd registered nurse (pdrn) stated the patient was experiencing liberty select cycler problems from (B)(6) 2023. Those cycler issues (which are not directly related to the serious adverse events) were captured separately in a different product complaint record. The cycler issues required the patient to perform manual pd therapy. On 21/nov/2023, the patient reached out to the pdrn with concerns of not receiving a replacement liberty select cycler, at which point the pdrn contacted fresenius and it was discovered a replacement was denied. The pdrn explained the patient drains poorly while performing manual therapy, and a replacement liberty select cycler was issued. Prior to the liberty select cycler arriving on (B)(6) 2023 the patient became severely short of breath (did not occur during pd therapy) and was admitted to the ICU. Radiological studies determined the patient was experiencing flash pulmonary edema, after which the decision was made to transition the patient to hemodialysis (hd) for rapid fluid removal. The patient¿s hospital course is largely unknown, however the pdrn confirmed the patient expired while in the ICU on (B)(6) 2023. The patient reportedly suffered a cardiac arrest (specifics unknown) and the family decided to remove the patient from life support due to the patient¿s poor prognosis. The patient was not undergoing hd when the cardiac arrest occurred. The pdrn stated the patient¿s pulmonary edema (characterized by shortness of breath) and death were not directly caused by any fresenius product(s). However, the pdrn stated if the patient had promptly received a replacement liberty select cycler, the serious adverse events may never have occurred. The liberty select cycler is expected to be returned to the manufacturer.